Event description:
It was reported that the rv (right ventricular) lead dislodged. The device and rv lead were repositioned, and are still in use. No additional information provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.